Event description:
In 2007, the pt was treated for an enlarging and symptomatic descending thoracic aortic aneurysm. The following day, the pt suffered sudden cardiac arrest and could not be resuscitated. An autopsy was performed which revealed a 1.5cm dissection from the ascending aorta to mid-ascending aorta and extending down to the valves. Hematoma was also found in the proximal ascending aorta to the left main coronary artery and ending at the mid-ascending aorta (at the level of the dissection). The intima of the ascending aorta was free from tears, trauma, and other abnormalities. It was noted that there was a margin of healthy tissue between the device and dissection. The official cause of death was cardiac tamponade secondary to acute ascending aortic dissection.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted was device tg3710.